Event description:
The customer reported that a pt was in the process of having a platelet product transfused when the pt began to experience chills, shaking, and an elevated temperature. The transfusion was immediately ended. This event prompted the hospital to culture the platelet bag and the pt. Both the product and the pt were (B)(6) for gram negative rods - (B)(6). This bacteria responds well to treatment with antibiotics and the pt is recovering well specific to this event. Pt info is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: this particular bacteria is not typically associated skin flora, but is more catheter-associated. The donor who provided the products was contacted by the customer and is feeling well and had no signs of fever at all. The donor also said he had no issues with his teeth, which could have been a potential source of the bacteria. Initially, after the collection of the platelet product, it was cultured with no bacteria in either platelet product having been discovered. There was also a plasma product collected concurrently during this procedure. The customer is now in the process of investigating the second platelet and concurrent plasma. There have not been any other reports of bacterial contamination on this lot #. Investigation eval and corrective actions are in-process. A f/u report will be provided.